Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to tooth fracture which the customer stated resulted in necrosis of the tooth.

Event description:
The customer reported tooth #2 cracked, developed an infection and necrosis of the tooth while wearing aligners, which will result in extraction of the tooth. The customer required medical intervention and a root canal was performed. As a result, aligner treatment was discontinued.